Event description:
Additional info: on 6/3/1998 cpi received info that this endotak lead (0064) was removed from service due lead fracture.

Manufacturer narrative:
Not returned. Event conclusion: the lead was repaired, and remains in service. Additional info received: the lead was removed, but was not returned to cpi for analysis, therefore, the problem could not be confirmed.